Event description:
Patient had 2 orthovisc injections in late (B)(6) 2012 approximately one week apart. Three days after the second injection the patient broke out in a blotchy itchy rash from head to toe. Patient has history of some skin issues (did not elaborate). She already had an appointment with her dermatologist and was prescribed ointment but the ointment made it worse. She went back to the injecting physician and was prescribed prednisone which helped but the rash and itchiness came back after completing the prescription. Patient is allergic to aspirin and penicillin. Patient went back to her dermatologist who took a biopsy on (B)(6) 2012. Update (B)(6) 2012: patient returned from the allergist who put her on another round of prednisone. She stated she had eczema on her hands and her skin is peeling.

Manufacturer narrative:
The device was not available to be returned and the lot number is unknown. No further evaluation or investigation is possible.